Event description:
It was reported that during the implantation procedure, the intraocular lens was fully inserted into the patient's eye. However, a crack was found in the middle of the lens. The affected lens was removed and replaced with another lens of the same model and diopter during the same surgical session. The patient required an unplanned suture. The patient fully recovered. No further information is available.

Manufacturer narrative:
Section a5: unknown/ not provided. Section d6a: if implanted, give date: not applicable, as lens was removed/replaced in the initial surgery. Section d6b: if explanted, give date: not applicable, as lens was removed/replaced in the initial surgery. Section h3: the device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record and complaint trending for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.